Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused vocal cord cancer (B)(6) 2020 through (B)(6) 2021. The patient did report to receive medical intervention and saw an ent physician and received treatment and diagnostic studies. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged to have vocal cord cancer. There was no medical intervention required by the patient. The reported event of vocal cord cancer and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. There is no customer information and we cannot reach out to the customer, hence, attempt to have the device and components returned for evaluation and investigation can not be made at this time. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section(s) b1, b2 are changed related to the complaint changing from the reported adverse event to a product problem. Section h1 is changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions have been updated.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-43154-2 with incorrect sections b1, b2, h1, h6. Corrections to previous MDR are made in this report as follows. Section b1 was corrected to adverse event and product problem. (Only product problem was checked in previous MDR) section b2 was corrected to other serious or important medical events. (Previously it was blank) section h1 was changed from malfunction to serious injury. Section h6- health impact code was updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The manufacturer received information about an alleged vocal cord cancer. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. They observed dust-like, fibrous, and other unknown contamination on and around the iso port, top enclosure, under the right-side accessory door. An unknown light brown/tan colored contamination was also present at this location. Similar types of contamination were also observed throughout the bottom enclosure and the front/rear panels at the seam locations, a minor fibrous contamination at the air inlet of the blower box at the filter location, a light gray non-uniform film of unknown contamination throughout the inside of the enclosure. This light gray film can be smudged, a fine white powder type of contamination throughout the interior of the blower box, top and bottom of blower motor and on the inner rim of the blower motor air intake, hair-like fibrous contamination on the blower outlet seal. A black contamination, consistent with keratin, at the air outlet of the blower box, a white residue, consistent with mineral deposits or dried liquid spots on the bottom of the blower motor and in the blower box, indicating potential water ingress. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found zero error. The manufacturer is unable to directly address the symptoms outlined in the complaint, they did observe dust/dirt contamination in the airpath, likely from a source external to the device and also observed no evidence of degraded sound abatement foam. In this report, section h6 has been updated.